Manufacturer narrative:
The unit has not yet been repaired. No malfunction or defect was found related to the siderail.

Event description:
It was reported via repair work order that a hospital employee was cleaning the bed, and the siderail allegedly dropped on her wrist causing a hairline fracture in the wrist. The employee required a cast and is off from work until her wrist has healed. The unit was evaluated and no malfunction or defect related to the siderail was observed. It was observed, however, that the unit had reduced brake force. No patient involvement was reported.